Manufacturer narrative:
Device is used for treatment, not diagnosis one screw was received with this complaint. It is whole and intact. Its general configuration, 2.37mm shaft diameter, and 20.39mm length confirms this as a 04.210.120. The head has no threads. These head threads have not been stripped but rather, the head was not threaded during the manufacturing process. A CAPA determination was opened on this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon tried to lock the variable angle (va) screw and the screw kept turning in the plate. Upon removal it was noted that the head of the screw had no threads. No further information was provided. This report is for an unknown va screw. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis.